Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated system explant with bacteremia, externalized conductors were observed via fluoroscopy. The lead was explanted. The patient was doing well and will continue to be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 6.3-7.8cm, 7.5-8.8cm, and 31.8-33.8cm from the proximal end of the rv shock coil. The inner lumen was breached and the etfe coating was intact at these locations.